Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. Damage was to the outer packaging and not the sterile packaging; therefore, the sterility was not compromised. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2 upon reassessment of the reported event, it was determined to be not reportable. Reported event does not allege a product or packaging failure. Reported description and review of feedback provided indicate product was opened during surgery and returned to the loaner kit warehouse opened. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2. Event is to remain as an open complaint will continue to be investigated. Please disregard the previous voidance report submitted. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, during the inspection of the loaner kit in the (B)(6) warehouse, the packaging was detected to be opened and bent. The product was not in circulation yet as it was located in quarantine after detection in the inspection. Not patient involved. No surgery occurred. Attempts have been made and no further information has been provided.